Manufacturer narrative:
(B)(4). Date sent: 3/7/2023 this is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harhd handle. The batch and serial can be observed as x94w85, (B)(6). Image 2: the image provided by the customer shows a harhd instrument with the blade tip broken off. Image 3: the image provided by the customer is that of the distal jaw of what appears to be a harhd instrument. A closer look at the clamp arm interface shows the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: x94w85. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, a piece of harmonic shears active blade broke off. Incident happened about 45 minutes into the procedure. The surgery was delayed 5 minutes. There were no patient consequences.